Manufacturer narrative:
The device was returned to boston scientific; however, it will not undergo laboratory analysis. Upon receipt at our post market quality assurance laboratory, visual inspection confirmed that the product was still sealed within the package and the packaging was intact. Subsequently, the device was inadvertently discarded without laboratory analysis. Because laboratory analysis was not performed, it is not possible to determine the cause of the code 1003 alert. Please note that process improvements have been implemented to mitigate any future occurrences of unused devices being discarded when there is a complaint associated with the device.

Event description:
It was reported that this pacemaker recorded a code 1003 during pre-implant interrogation. The device was not implanted. Data analysis was not performed to clear this device and the device was returned. No adverse patient effects were reported.